Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 404 mg/dl at the time of incident. The customer reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting for no delivery. The insulin pump will be returned for analysis.